Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. A device history review was performed which indicated that there were no relevant issues identified during the manufacture of the device that may have contributed to the reported condition. The assignable root cause was determined to be due to maintenance. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the battery handpiece device had a cracked/damaged housing - gap, multiple faults, sticky trigger, lid leak tightness test failure, component damage, moving parts did not move smoothly and would not hold/secure the battery device. It was further determined that the device failed pre-test for check for wear on the housing, check for falling out protection (steel ring), sticky triggers, mechanical free moving, attachment coupling, leakage test and general condition. It was noted in the service order that the device had a reported defect of not functioning. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.